Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when connecting the controller to fully charged batteries, the leds on the controller went from 4 green bars to 2 within 5 minutes of being connected. The controller was exchanged.